Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an unexpected restart alarm on the insulin pump. Customer put the pump onto bolus and received the alarm. Customer stated that she was playing in the water. Customer stated that now the buttons were not responding and when they take the battery out and put it back in, the pump does a countdown before alarming unexpected restart. Customer's blood glucose was 229 mg/dl at the time of the incident. Customer stated that the esc and act buttons were not responding. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer's family declined to troubleshoot for the unexpected restart alarm.